Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused bacterial peritonitis manifested by abdominal pain. The break in aseptic technique was further described as ¿the patient made a mistake in set up¿ (no further details were provided). At the time of onset, the patient was not hospitalized for the event. On an unknown date within the same month as onset, the patient began treatment for the peritonitis with vancomycin, (ip) intraperitoneally (dose and frequency unknown). On the same day as onset, the patient began treatment for the peritonitis with ceftazidime (ip, dose and frequency unknown) and cefazolin (ip, dose and frequency unknown). On an unknown date within the same month, treatment with antibiotics was discontinued. Twenty seven days after onset, the patient was admitted to the hospital for the same peritonitis event which had not been previously resolved. At the time of this report, the patient was currently on IV (intravenous) antibiotics in the hospital (the dose and name of the antibiotic was unknown). At the time of this report, the peritonitis was still resolving, the patient was still recovering, and dianeal therapies were ongoing. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.